Event description:
It was reported, during surgery, the tip of the drive broke off and got stuck in the head of the screw. As a result, the surgery was prolonged. The tip of the shaft could not be located.